Event description:
In 05, the lay patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The medical specialist (mas) spoke with the patient the next day to obtain/verify the following information: the patient was diagnosed with diabetes in 2003. He has used the reported meter since that time. He tests with the meter 4 times a day prior to meals and at bedtime. He adjusts mealtime insulin based on the meter reading and the amount of food he eats. In 11/05 at 5:00 pm, he obtained a pre-dinner result of 105 mg/dl on the reported meter while having no symptoms of low or high blood glucose level. He took 12 units of insulin and ate dinner as usual. About 1 to 1 1/2 hours later, he felt dizzy and shaky. His spouse gave him cranberry juice to drink after which he passed out. His spouse called emergency services. She also attempted to give him a glucagon injection, but according to the patient, did not administer it correctly. The patient regained consciousness by the time the emt's arrived. The emt's gave him glucose tabs orally and took him to the ER. A result of 155 mg/dl was obtained on the hospital meter on arrival at the ER. At the same time, the patient tested with the reported meter and obtained a result of 195 mg/dl. The patient was treated with IV glucose and released to home. When he arrived home, the patient tested with the reported meter and obtained a result of 105 mg/dl compared to a result of 65 mg/dl on another meter. He also performed a control solution test on the reported meter, which fell within the specicied control solution range. He told the mas that the test strips and control solution were both in date. The customer service agent (csa) confirmed that the test strips were in good condition and were not expired or store incorrectly. The code on the meter matched the test strip code and the patient used correct testing technique. The control solution and test strips were replaced.